Event description:
It was reported that the pump battery was depleting quickly. Customer's blood glucose level was "high", specific value was not provided. The customer continued to use the pump for insulin therapy.